Event description:
Some bleeding - vagina [vaginal haemorrhage]. Some bleeding in vagina - tampon [medical device site haemorrhage]. Pulled tampon out and it came apart, retained- vagina [foreign body in reproductive tract]. Tampon came apart [device breakage]. Pulled tampon out and it came apart. [Complication of device removal]. Tampon tugged on iud string [complication associated with device]. When tampon was in, it was coming out [device dislocation]. Case description: consumer reported via phone that tampon was coming out, came apart during removal, and tugged on iud string. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.